Manufacturer narrative:
Devices will not be returned. If the devices or additional info becomes available, it will be submitted on a supplemental report.

Event description:
It was reported by a pt and her husband a nail was implanted into the right femur on (B)(6), 2009 at (B)(6). After she suddenly felt pain in the beginning of (B)(6) 2010, without any external influences, she visited the (B)(6). The breakage of the nail was diagnosed and revision surgery took place on (B)(6), 2010.